Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures twice during the self test. The patient's blood glucose at the time of incident is unknown. The caller also mentioned that the alarms would not produce sound despite the key sounds working fine. The insulin pump was not returned for analysis.

Manufacturer narrative:
Hardware low level failure alarm was confirmed in the insulin pump history due to cold solder joint on the u1 keypad assembly. The alarms audio and alerts functioned properly. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratches on the lcd window.